Manufacturer narrative:
Coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding a patient with an implantable pump containing dilaudid (hydromorphone) and baclofen (unknown) for non-malignant pain. It was reported that the patient stated that the pump stopped about 2 month ago or so due to normal battery depletion and the pt was scheduled to have the pump replaced. Pt stated they have been going through horrific withdrawals since. Pt stated the pump had been alarming since then as well and they have not been able to sleep, and they need to have the pump alarm turned off. Agent reviewed and redirected to healthcare provider. Pt will call back if they need further assistance.